Manufacturer narrative:
Event date: (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco® saf-t wing® blood collection and infusion set had an incident where the needle was stuck in the patient's arm and when the vacutainer was pushed on, the "whole thing popped up" where the butterfly attached to the vacutainer. It was clarified that when the test tube was pushed onto the butterfly, which was screwed into the vacutainer, the vacutainer end of the butterfly popped off. The needle had already been inserted and so as a result, blood went everywhere until the healthcare professional was able to get a syringe on it. There was no exposure to mucous membranes. No patient injury was reported. See MFR: 3012307300-2016-00348, 3012307300-2016-00349, and 3012307300-2016-00350.